Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the probe cover, the nozzle, the adhesive on the distal sheath and the connecting tube had foreign materials and there was no illumination. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The root cause of no illumination was a disconnected light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed that the probe cover, the nozzle, the adhesive on the distal sheath and the connecting tube had foreign materials and there was no illumination. The root cause of the foreign material could not be identified. The root cause of no illumination was a disconnected light guide bundle. There were no reports of patient involvement.